Event description:
Information was received indicated that a smiths cadd solis vip ambulatory infusion pump displayed an error message detailing that motor service is due. It was also reported that the infusion was life sustaining and the patient resumed therapy with a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported problem regarding "motor service due/defective" was confirmed. It was noted that the unit was not defective and was working normally, but the alert was a motor service preventive maintenance reminder. Service performed preventive maintenance and serviced the motor to correct the reported problem. No other issues were found besides a scratched lens. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is was noted to be design.